Event description:
It was reported that there was a malfunction of the display touch panel. The ventilator was not on a patient at the time of the event. The third party service provider evaluated the ventilator and did not duplicate the customer reported condition.

Manufacturer narrative:
Device evaluation summary: performed the ht70 os and boot loader software update. Replaced the air intake gray mixer gasket as it was found partially unglued during service. Note there was an indentation noticed on the display touch panel. Replaced the on and off valve due to unstable peep pressure during testing of peep. The touch panel was fully functional at the time of service. Performed calibrations and operational verification tests. The unit passed all tests per ht70 service manual at the time of service. The solenoid was provided for failure investigation. The part was visually inspected and functionally tested with no anomalies. If information is provided in the future, a supplemental report will be issued.